Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was at 2.66 volts monitoring battery voltage. The caller was questioning if the battery was depleting too fast. The outputs were reported to not be programmed too high and all lead measurements were within normal limits. No adverse patient symptoms were reported.